Event description:
Reporter stated that 2 patient samples were measured, using the suspect device, with blood pt results of 2.5 inr and 3.1 inr. Reporter stated that patients' blood pt level was immediately retested, on a laboratory instrument, with results of 1.9 inr and 2.0 inr, respectively. Reporter did not provide any patient information. No adverse event was reported.valid liquid quality control tests were not performed on the suspect device (reporter was using the wrong type of control solution). Technical support requested the return of the suspect product and replacement product was shipped.